Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During removal of a 2.50 x 38 synergy¿ drug-eluting stent from its hoop, it was noted that the stent stretched and detached with the stent protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that stent detached and separated from the sds. The stent struts were damaged; pulled and stretched. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The maximum crimped stent profile measurement of the associated batch records for this device was reviewed. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector was measured and was within specifications. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During removal of a 2.50 x 38 synergy¿ drug-eluting stent from its hoop, it was noted that the stent stretched and detached with the stent protector. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.